Event description:
The distributor contacted animas on (B)(6) 2015 alleging a display (dim/faded/discolored) issue. There was reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: on investigation, the display was found to be dim, faded and discolored. Investigation duplicated the complaint.